Manufacturer narrative:
There was a motor error alarm during rewind due to the motor encoder signal being out of phase. The motor was tested outside the device and passed. The pump was received with a normal operating current, no unexpected failed battery test noted. The pump was received with a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer received the motor error during a bolus. Customer stated that it happened 3 times in the morning. Customer does not use the sensor feature on the insulin pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.